Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with one unfired gst60d reload loaded and the jaws in the closed position. During the visual inspection, the rotate knob was noted to come off of the shroud body, and the shaft protruded due to this condition the reload cannot be removed from the jaws since the release button could not be moved, so the jaw could not be opened. No functional testing could be performed due to the returned condition of the device. To evaluate the condition of the device's internal components, it was disassembled. Upon disassembling, the frame was split and damaged on the bottom side, the yonke closure was damaged, and additional damages on the end of the retainer channel proximal were noted. Additionally, residues that appear to be glue were noted on the yonke closure area and the driver bar has been partially fired. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024 d4: batch # 681c14 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with one unfired gst60d reload loaded and the jaws in the closed position. During the visual inspection, the rotate knob was noted to come off of the shroud body, and the shaft protruded due to this condition the reload cannot be removed from the jaws since the release button could not be moved, so the jaw could not be opened. No functional testing could be performed due to the returned condition of the device. To evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the frame was split and damaged on the bottom side, the yonke closure was damaged, and additional damages on the end of the retainer channel proximal were noted. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c14, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? They pulled the tissue with the jaws closed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They pulled the tissue with the jaws closed. Did the jaws eventually open? No.

Event description:
It was reported that during a laparoscopic lung resection, after inserting the device into the thoracic cavity, while grasping the tissue, there was a problem with opening and closing the jaws before firing. The device was checked and it was found that the rotate knob was broken. The tissue came out while still being held by the device, and there was no effect on the patient. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.